Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. A review of the share logs was performed and an app crash alert was found within the investigation window. The allegation was confirmed. The probable cause was determined to be the mobile device updated the app version which closed the app. No injury or medical intervention was reported.